Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of post-paced t wave oversensing were observed on the device. Technical support was contacted and recommended reprogramming, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received that the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.